Manufacturer narrative:
The customer reported that no alarms sounded during a v-fib incident on a pt. Based on the initial review of the logs, the alarms did sound, however were acknowledged (silenced) by the user. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that during a pt incident, alarms did not sound or display.